Event description:
A malfunction alarm occurred as reported by the customer, indicating an issue with the pump, specifically malfunction code 16. There was no adverse impact on the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was advised to use mdi as a backup therapy, and a replacement pump was arranged by technical support. Additionally, instructions for putting the current pump into storage mode and returning it were provided and acknowledged by the customer.